Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing inlcuding on/off current testing, patient/circuit impedance testing, and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.